Manufacturer narrative:
Battery was verified. Occlusion issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue and resumed insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.